Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Analysis was unable to perform operating currents, unexpected restart error test, selftest, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip , cracked reservoir tube window, cracked case at resevoir tube window corner and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system. They were changing the infusion set when the alarm occurred. The customer changed the battery and tried to reset it. The customer¿s blood glucose level was 112 mg/dl. Troubleshooting was performed. It was noted that the drive support cap was protruded. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.